Event description:
It was reported that this implantable cardioverter defibrillator and associated right ventricular lead were explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the patient expired one day post-explant of their system due to infection. No additional information was provided.